Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 2.25 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged and bunched in a distal direction along the balloon. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportabe based on device analysis completed on (B)(6) 2019. It was reported that advancing difficulty was encountered. The target lesion was located in the side branch of circumflex artery. A 28 x 2.25mm promus premier drug-eluting stent was selected for use to treat the lesion. However, the device failed to advanced to the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent damage.